Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped compressions and the drive shaft would not rotate was not confirmed during functional testing. The customer reported complaint was not reproduced during the testing. The autopulse platform functioned as intended. During visual inspection, no physical damage was observed on the platform. Based on the archive review, unrelated to the reported complaint, the platform displayed user advisory (ua) 02 (compression tracking error) and (ua) 17 (max motor on-time exceeded during active operation) error messages. The autopulse platform passed the initial functional testing without any fault or error and the customer's complaint was not reproduced. The (ua) 02 and (ua) 17 observed in the archive were not observed. The platform was tested using the autopulse manikin, instrumented manikin, zoll torso fixture, and the large resuscitation testing fixture without issue. The brake gap was within specification. Both load cells were also within specification. However, the load cell characterization test revealed the measures were displayed incorrectly, unrelated to the reported complaint. The load cells, processor board, and cable were replaced as a precaution against the load cells being measured incorrectly. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the autopulse platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported the autopulse platform (sn (B)(6)) was recently sent in for repair. However, it is returning for the same issue. The platform stopped operating on a call when deployed. When the unit would stop working, the crew would need to reset and restart, after a point, the platform would not reset or restart. The drive shaft would not rotate and the tension for the lifeband lets go. Patient's status information was requested but the customer did not provide a response.